Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they cannot rewind their pump as well as their insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. States she wanted to reinsert an infusion set and pump did not want to rewind. She checked alarms and it shows a power loss alarm. The customer was assisted with troubleshooting and the display did return. The customer was advised the pump will be replaced. The insulin pump will be returned for analysis.